Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system had low or no aspiration during a surgical procedure. The surgeon settings were changed and the surgery was able to be completed. There was no harm to the patient.